Event description:
Device #2 malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during an omnilink stenting procedure in the distal aorta, during balloon inflation and stent deployment, the balloon ruptured at 12 atms. The stent was delivered successfully at the intended site and the stent delivery system and balloon were removed from the pt anatomy without difficulty. During post dilatation, the agiltrac balloon ruptured at 12 atms. The balloon was removed from the pt anatomy intact and successful dilatation was achieved. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Device #1 - omnilink part # 1008178-12, lot# 8041051, is being filed under medwatch report 3004742046-2009-00108. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.